Event description:
It was reported to vyaire medical a xdcr fault appeared on the vela ventilator device by end users. No patient involvement.

Manufacturer narrative:
Vyaire medical file indentification: (B)(4). H3: 81 other ¿ the product did not return for investigation since the reported issue was resolved with technical support by troubleshooting the issue via phone. Therefore, a root cause could not be determined and a root cause has not been determined. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : issue was resolved by troubleshooting with the customer.